Event description:
The facility reports while transferring the patient from the bath to the bed, the patient was lifted when the right leg collapsed. It was reported that the nurse and the patient's spouse did not know how to lock the leg, which was extremely difficult to lock. The patient was lifted manually. No injuries were sustained.